Event description:
It was reported that during ptca / stenting treatment procedure, the tip of the iq marker guide wire fractured. The pt was asymptomatic during this event. The lesion being treated was a calcified, 70% stenotic lesion in moderately tortuous mid left anterior descending coronary artery. The physician used a 6f launcher ebu 3.5 guide catheter. The tip of the iq marker guide wire became lodged behind the struts of a previously placed stent. When the physician pulled with force to remove the iq marker guide wire, the tip fractured, and it remains in the pt. A guidant bmw guide wire was used, and a taxus 3.5x28 mm stent was deployed to secure the iq marker guide wire against the vessel wall. No pt injuries were reported. Pt status is reported as 'ok'.